Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1020568 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1020568 and test base part number 190-430 / lot 1020568. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1020568 showed that the complaint rate is (B)(4). In abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Reference MFR numbers: 1221359-2021-01986, 1221359-2021-01985, 1221359-2021-01984, 1221359-2021-01983, 1221359-2021-01962.

Event description:
The customer reported false negative results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient six (5) of six (6). The customer reported a false negative result with the ID now covid-19 assay. The customer reported that nasal specimen collection resulted in negatives when tested on ID now. Nasopharyngeal samples in vtm were sent to (B)(6), and covid was detected on confirmation test.